Event description:
It was reported the programmer displayed a major error code and then the screen went black. A programmer service disk did not fix this problem. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer booted to medtronic software; after interrogation of a kappa implantable pulse generator device, the programmer had a system error.